Event description:
Boston scientific received information that this patient fell off the deck at home and onto his shoulder. Following the fall, he received shocked. Upon interrogation, it was noted that the shock was inappropriate and resulted from oversensing of noise on the right ventricular (rv) channel. Further evaluation found low out of range pacing lead impedance measurements less than 200 ohms and loss of capture (loc) with less than two seconds asystole on the rv lead. An x-ray was taken and indicated a lead fracture at the subclavian first rib area. A revision procedure was performed where testing the rv lead with a pacing system analyzer (psa) did not yield any impedance measurements and intermittent sensing. Subsequently the lead was explanted and the device was also electively replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.